Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with noise oversensing and noise reversion on the right ventricular lead. No intervention was performed. There were no patient consequences.